Event description:
According to the reporter, during hemodiafiltration, a blood leak in the dialysate circuit occurred twice and had a blood leak alarm. The first time was after 1 hour and 30 minutes of dialysis. The circuit and dialyzer were replaced, and the patient was reconnected. The second time was after 30 minutes of dialysis. The circuit and dialyzer (hs2o) were replaced. In both cases, no blood restitution was performed. The patient was then switched to hd (hemodialysis). The session ended with a drop in blood pressure and vomiting. Cbc (complete blood count) was in progress, and blood transfusion was under consideration. The venous blood pressure was 190 mmhg, arterial blood pressure 185 mmhg, blood flow rate (qb) 300 ml/min, dialysate flow rate (qd) 600 ml/min, and tmp (transmembrane pres sure) was 140 mmhg. The amount of anticoagulant administered was 4000 lov (1st cec), 2000 lov (2nd), and 2000 lov for the 3rd. There was 600 milliliters of blood loss, and a blood transfusion was not required.

Manufacturer narrative:
D10 concomitant filter ibp4374 clearum hs 22 lot 2411000122. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.